Event description:
It was reported that during service and repair/pre-testing, it was observed that the reverse trigger on the small battery drive device was sticking. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the reverse trigger was sticking. Therefore, the reported condition was confirmed. It was noted that the trigger components were worn and there was moisture found on internal components. The assignable root cause was determined to be due to wear on components from normal use over time and improper cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.